Event description:
It was reported that during intra-operative screw insertion, the tip of an ozark screwdriver fractured off. There were no adverse consequences to the patient. The tip was retrieved from the surgical site and the procedure was completed successfully without delay.

Event description:
It was reported that during intra-operative screw insertion, the tip of an ozark screwdriver fractured off. There were no adverse consequences to the patient. The tip was retrieved from the surgical site and the procedure was completed successfully without delay.

Manufacturer narrative:
The device was inspected and confirmed to have a fractured distal tip. Complaint history records were reviewed for this lot, no similar complaints were identified. Correspondence with rep suggests that the patient had hard bone, and a torque limiting handle was not used with the reported device. The ozark surgical technique indicates that the driver should be used with a 12 in-lbs torque limiting handle. If the instrument is subjected to a force greater than 12 in-lbs., then it may result in device damage. It is likely that use of a different handle placed excessive loading on the device, resulting in the observed tip fracture.